Manufacturer narrative:
(B)(4). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced fluctuating blood glucose (bg) levels (less than 50 - 357 mg/dl). The customer also had blurry vision, headache and nausea. A corrective bolus was delivered to address the high bg. Carbohydrates and glucagon were used to address the low bg. The customer had assistance with the administering of the glucagon. The customer reported that stress was the cause of the low and high bg. Tandem technical support advised the customer to discuss the event with a healthcare provider.